Event description:
The customer reported the video system center is unable to display image from the monitor. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the unit was tested with a150 series/enf-v2 scopes and the reported issue of no image was confirmed due to a faulty distribution panel (dp)board. Likewise, an e315 error was observed due to a dp board. In addition, loose receptacle, orifice of pump unit found dirty, rusty/minor deform flat cable, and front panel cracks were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was estimated that the phenomenon was due to a dp board failure. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.